Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the patient was treated for an abdominal aortic aneurysm. The patient was implanted with a gore® excluder® aaa endoprosthesis featuring c3® delivery system, as well as gore® excluder® aaa endoprosthesis 20813913/plc141200 and gore® excluder® aaa endoprosthesis 18438315/pla320400. On (B)(6) 2020, the patient was diagnosed with an infection. The devices will be explanted. The physician had no opinion as to the cause of the infection.

Manufacturer narrative:
H10/11: additional information - the devices were explanted during the week of (B)(6) 2020.

Manufacturer narrative:
B5: additional information received. H6: conclusions code: code 50 replaced code 11 as a result of additional information received.

Event description:
The patient was originally believed to have colitis, but was later determined to have mrsa. The infection was unrelated to the graft.

Manufacturer narrative:
F5: contact phone number - added contact phone number.

Manufacturer narrative:
E5: initial reporter phone number - added (B)(6).